Event description:
The customer reported that after replacing the air/o2 flow sensor assembly, the device gave a check vent code 1009 pressure regulation high (occurred during test 10, s/t performance). The customer reported there was no patient involvement at the time the issue was discovered. During troubleshooting, it was verified that the proximal and machine tubing were connected, along with the pressure and flow. It was determined that the proximal and machine tubing connections were reversed. The device was operational after the connections were corrected. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.